Event description:
Per oos, the leads needed to be re-positioned twice. Possible infection. System removed and a new cylos dr and mdt leads were implanted. System was discarded by hospital. Also removed were: selox jt 45, MDR 1028232-2007-00532. Selox st 53, MDR 1028232-2007-00533.